Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the same side of the lesion utilizing an anterograde approach. The 99% stenosed target lesion was located in a moderately calcified and moderately tortuous anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected to dilate the lesion after an unspecified guide wire crossed the lesion. Upon initial inflation at an unspecified atmospheres and duration, the balloon failed to inflate. The physician thought that the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a coyote es shelf box. The batch number on the returned packaging and device matched the reported batch number. There was contrast and blood in the inflation lumen and balloon. The balloon was tightly folded. The distal tip was damaged. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the distal edge of the markerband was revealed. There was balloon material lifted around the pinhole and scratches to the left and right of the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the same side of the lesion utilizing an anterograde approach. The 99% stenosed target lesion was located in a moderately calcified and moderately tortuous anterior tibial artery. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was selected to dilate the lesion after an unspecified guide wire crossed the lesion. Upon initial inflation at an unspecified atmospheres and duration, the balloon failed to inflate. The physician thought that the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's condition is good.